Event description:
Consumer states that she had placed the heating pad on her forehead when she noticed a smell and found a burn hole in the pad and a mark on her pillow. No injuries were reported with this incident.

Manufacturer narrative:
This pad has been folded which is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident.